Event description:
According to the customer's medwatch report: "pt was prepped with mini-chloraprep. During electrocautery excision of a skin lesion on left cheek, surgical fire extinguished. Pt sustained second degree burns of the oropharynx and face. Apparent cause was free flow oxygen by nasal cannula beneath drapes that was ignited by a bovie spark. Bovie machine was tested and found to be in working order. Pt has copd and is dependent on home oxygen."

Manufacturer narrative:
(B) (4). The site tested the generator themselves and found it to be operating to specification. They did not return it to the manufacturer for any further eval. The site was sent the covidien or fire prevention packet.